Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.